Event description:
(B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving inaccurately high readings compared to another meter. No specific data was provided. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.